Event description:
It was reported that the patient was diagnosed with pneumothorax. A pigtail chest tube catheter placement was performed. Hospitalization was prolonged for further monitoring. The issue was resolved without adverse consequences to the patient.